Event description:
It was reported that during an unknown procedure, the device worked for a portion of the case. When reloaded, the instrument would not close down and fire. Another device and a new reload were used to finish the case. There was no patient consequence.